Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not provide audio prompts. Without audio prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to missing lid magnet. However, the cause of the missing lid magnet was due to customer abuse/misuse. The device was archived by physio.

Event description:
It was reported that the customer¿s device would not provide audio prompts. Without audio prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.